Event description:
It was reported that during the implant it appeared that there were osteophytes on the lateral edges of the superior process. The physician reattempted the implant at a more shallow starting point. During the second attempt, the spindle cap of the superion indirect decompression spacer popped off. A new spacer was implanted successfully. The spacer was not returned as it was disposed of by the medical facility.